Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of two devices. Both loading units had damage to the cutting edge of the knife blade. One loading unit anvil clamping mechanism was deformed. Both knife-bar assemblies were bent. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the bowed anvil and buckled knife-bar assembly may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. 1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Replication of the damaged kn ife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of the anvil clamping me chanism deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. However, the investigation detected a secondary condition of thick tissue that has no relationship to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received, the last known patient status was alive with no injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during vessel sealing, there was poor staple formation and an incomplete staple line. Bipolar energy was used to stop the bleed and fix the staple line. This resolved the problem and they completed the case. No information about the patients status was provided.